Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that the movements of the stand are blocked, the tsm screen was black. As a part of troubleshooting, fse found that there was a problem with the 2a fuse defective on the collimator power supply. To resolve this issue the fse repaired and replaced the fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no geometry movement. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that fuse was failing. The fuse has been replaced that the system was returned to use in good working order.